Event description:
Related to MFR report # 2183959-2012-02054. On an unk date the plaintiff had an ams perigee graft implanted to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff required "add'l medical care and surgical intervention" within months after the initial implant. It was also alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination" leading to the need for surgery. It was also alleged that the plaintiff "suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.